Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that their spinal cord stimulation (scs) system was removed due to failure. No patient symptoms were reported. Indication for use is unknown.

Event description:
Additional information received from the healthcare professional reported that the patient hadn¿t been seen in their office since (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.